Manufacturer narrative:
Abbott diabetes care product quality engineering (pqe) investigated the alarm-3 (missing high or low glucose) complaint. The serial number of the freestyle libre 2 sensor associated with this complaint is unknown. During investigation of the track and trend review related to alarm cases in (B)(6) 2020, this failure mode was identified and is a known manufacturing issue that impacts libre 2 sensors manufactured at (B)(4). As the serial number of the sensor associated with this complaint is unknown, pqe is unable to determine if the sensor is impacted by this manufacturing issue. Outside of the known manufacturing issue, the available tripped trend reports for libre 2 sensor and alarm have been reviewed. The review did not identify any additional trends that would indicate a product related issue related to this complaint. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date that the incident occurred is unknown. The date entered is based on the customer report of "3 weeks ago". The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received an mhra user report with the following information: the customer reported that ¿weeks ago¿, his adc freestyle libre 2 sensor failed to alarm when glucose was low. The customer experienced unspecified symptoms of hypoglycemia, loss of consciousness, and subsequently hit his head on a glass vase. The customer was rushed to a hospital where the customer received 12 stitches on his face as he "almost lost an eye" and received unspecified treatment from non-hcp and hcp. No further information was provided. There was no report of death or permanent impairment associated with this event.